Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to a spyscope ds ii and spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii and spy ds controller were used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the preparation, the picture of spy glass was black and white. They unplugged and replugged the serial digital interface (sdi) cable from processor, turned the controller on and off, plugged and unplugged the scope into the controller; however the problem was not resolved. The procedure was not completed due to this event and the patient was rescheduled for later in april and plans to use spy and electrohydraulic lithotripsy (ehl). There were no patient complications reported as a result of this event.